Manufacturer narrative:
Our product evaluation laboratory received one model 831f75 swan-ganz catheter with attached 1.5 cc monoject limited volume syringe. Using the returned syringe, the balloon did not inflate. Under microscope inspection, a rupture was found in the latex of the balloon and measured approximately 0.1" in length and 0.06" in width. The edges of the rupture did not appear to match up. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. The customer report of "catheter did not inflate" was confirmed. An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the evaluation performed a root cause could not be established. A device history record review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that prior to use, the balloon on the swan-ganz catheter did not inflate during set-up. There was no patient involvement. Patient demographics were requested and not provided.